Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary angiography procedure was performed by the customer when the issue occurred, and the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system cannot emit x-rays. Review of the system log file showed that small focus and large focus was defective. Upon measuring the tube, fse determined that the small filament exhibited a value of 7.5mh. Consequently, fse concluded the faulty x-ray tube. The defective x-ray tube was returned to philips for analysis and found that the small and large filament was blown. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.